Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and evidence of moisture corrosion was observed on the keypad connector and on the display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.